Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the system onsite and confirmed the issue. The system's rotor had lost home position. The representative showed the site how to invalidate home, and re-home the system. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure the imaging system experienced motion issues. The system was making more motions than usual, moving in several directions. It was reported the unit lost the home position. There was no patient present when this issue was observed.